Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event; the laser was successfully verified prior to the date of the event. The log file review shows no abnormalities that could have contributed to the reported event. The treatments were completed to 100% and all laser system functions were within specifications on the date of treatment. No technical root cause could be determined, system is performing within specifications. (B)(4).

Event description:
An optometrist reported that a patient presented with blurred vision at distance in the left eye approximately three months post photo refractive keratectomy (prk). The patient was noted to have astigmatism regression in the left eye. Prk enhancement to be planned. Additional information provided states that the patient has not been seen in follow up, but is expected to be seen at a later date to discuss prk enhancement.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. The manufacturer internal reference number is: (B)(4).